Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system and recommended replacing the anesthesia control board, the com express board and reload the system software. Repair to be completed by customer. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).